Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer questioned results from 1 patient sample tested for elecsys ft4 ii (ft4 ii), elecsys ft3 iii (ft3 iii) and elecsys tsh (tsh) on a cobas e 801 module. The patient sample was submitted for investigation where discrepant results were identified for ft4 ii, ft3 iii and tsh between the customer's e801 module, an e801 module used at the investigation site, a cobas 6000 e 601 module used at the investigation site, a cobas e 411 immunoassay analyzer used at the investigation site and the centaur method. It is not known if any incorrect results were reported outside of the laboratory. This medwatch will cover tsh. Refer to medwatch with patient identifier (B)(6) for information on the ft3 iii results and medwatch with patient identifier (B)(6) for information on the ft4 ii results. There was no allegation that an adverse event occurred. The serial number for the customer's e801 module was not provided. The e601 module serial number was (B)(4). The e411 analyzer serial number was (B)(4). The e801 module serial number used at the investigation site was (B)(4). The tsh reagent lot number used with the e601 module was 283550 with an expiration date of 30-jun-2018. The tsh reagent lot number used with the e411 analyzer was 274071 with an expiration date of 31-may-2018. The tsh reagent lot number used with the e801 module at the investigation site was 283556 with an expiration date of 28-feb-2019.

Manufacturer narrative:
Upon further investigation of the patient sample, an interferent against a component of the reagent was confirmed. This caused the high ft4 ii and ft3 iii results and caused the difference in the tsh results. This interference is covered in product labeling.